Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged to the screen. Customer's blood glucose was unknown. Customer stated that they was not able to read the screen. Customer troubleshoot was performed. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd window and severely scratched lcd window.